Event description:
It was reported by service report that the bed had a bent frame at the head end and there were other bent parts. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
It was recommended to the customer that the bed be pulled out of service and scrapped.